Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "capsular contracture" via bifs (breast implant follow-up study) annual questionnaire. No treatment was performed. Patient later reported "exchange with no complaint against device". Later healthcare professional reported "rupture". This record is for the right side. The device remains implanted.